Manufacturer narrative:
In 2007, a retrospective audit of complaint files was conducted for complaints associated with leaking cassettes, where the device was being used for the administration of chemotherapy drugs. Since there is the potential for serious side effects from the exposure of some chemotherapy drug agents to unprotected skin, it was the opinion of our clinical review board to identify a cassette leakage where chemotherapy drugs were involved as an MDR-reportable incident.

Event description:
A doctor reported a leaking cassette with chemotherapy. There were no reports of any adverse patient event associated with this malfunction.